Event description:
Boston scientific received information that during this implant procedure, impedance measurements from the competitive left ventricular (lv) lead were greater than 2500 ohms. The physician stated the measurements were acceptable to him as he suspected a lead to tissue interface issue. No adverse patient effects were reported.

Manufacturer narrative:
No other adverse events have been reported. This product issue will be updated if additional information is received.